Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital and subsequently died. Previously, the patient had implant procedure of the pacing lead and the perforation with the cardiac tamponade were suspected. Further information cannot be obtained as the hospital refused to release any other information before their legal team gets through this event.